Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this impacted product captures this adverse event: 55 patients had subsequent surgery within 12-months from the index surgery.

Manufacturer narrative:
This report is for an unknown constructs: zero-p va/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing anterior cervical discectomy and fusion. Failed cervical fusion has been identified as the reported complication as per ICD 9 and 10 categorization experienced by the following with corresponding intervention: 15 patients had subsequent surgery within 90-days from the index surgery. 55 patients had subsequent surgery within 12-months from the index surgery. 85 patients had subsequent surgery within 24-months from the index surgery. 14 patients had reoperation at 90 days from the index surgery. 54 patients had reoperation at 12-months from the index surgery. 84 patients had reoperation at 24 months from the index surgery. This is for depuy synthes (B)(4). This is report 2 of 6 for (B)(4).